Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called our affiliate in (B)(6) to report that in 2014 while wearing the acuvue2 brand contact lenses the pts ¿retina was injured on od.¿ the pt reported that he/she slept in the lenses for two nights and had been wearing the suspect lens for fourteen days. The pt reported that the he/she could not open the od because it was ¿sensitive to light and tearing upon removal of the lenses.¿ the pt reported that he/she went to the eye care provider (ecp) and was prescribed medication (name of the medication is unknown). The pt reported that his/her ¿eye got better after treatment; however, he/she reported that he/she lost two percent of his/her vision because of the injury.¿ the pt reported that the ecp ¿identified fungus and bacteria on the lens.¿ the pt reported that he/she does not recall if the ecp told the pt what type of bacteria or fungus it was. The pt reported that he/she ¿noticed white spots upon removal.¿ multiple attempts were made to obtain the pts diagnosis and treatment from the treating ecp. A representative at the ecps office reported that they were not able to find the pts chart which would have the 2014 information. This 2014 event is being reported as a worst case event as we were not able to confirm the pts diagnosis and treatment. No additional information has been received. No additional information is expected. The lot number and the suspect product were discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.